Event description:
It was reported that during the procedure, the distal tip of the introducer detached from the device and fell into the patient. A retrieval process was performed which required several other devices to be used. The tip was removed and no patient injury was reported.

Manufacturer narrative:
Ascent healthcare solutions resterilizes this model of daig fast-cath introducer through our open/unused process. However, the device was not returned to ascent for evaluation, therefore a root cause could not be determined.a review of the device history record showed the device passed all inspection criteria prior to release from ascent. A review of the procedures related to open/unused device inspection was performed and the procedures are appropriate.